Manufacturer narrative:
Method: actual device not evaluated. Additional manufacturer narrative: calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 27mm surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of four (4) years, eleven (11) months. The reason for re-operation was due to a combination of severe stenosis (mean gradient = 17mmhg), mild insufficiency, degeneration, and leaflet calcification leading to reduced leaflet mobility. A 29mm transcatheter valve was implanted into the mitral position and the patient was noted as being hospitalized in stable condition.